Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm. The customer's blood glucose was 200 mg/dl. She stated that the battery was removed and the alarm would not clear. Troubleshooting was performed. The customer was advised to press the back arrow button until the screen turned off, but she was unable to turn it off. It was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.